Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0szef, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient had a staph infection. The patient felt pressure in her bladder and could not pee. She tried two types of antibiotics and the medication the health care professional prescribed but it was not working for her symptoms. It was noted that if the patient had her settings low, there was leakage. Furthermore, she was taking antibiotics after implant and at a point, the incision split open and drained. She took high dosage antibiotics. It is unknown if the symptoms were device related. There were no outcomes regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.